Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the operating room for lead replacement to address noise that was seen on several inappropriately triggered auto mode switching episodes two months prior. The atrial lead was capped and replaced. The patient condition was stable after the procedure.